Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the resection sheath broke outside the patient. However, the intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. Instead a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The case will be closed on olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the resection sheath broke. It is unknown whether the ceramic insulation just broke or broke off inside the patient. However, the intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.